Event description:
It was reported that the top of the reservoir chamber on the insulin pump was broken and the reservoir would slide out. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube window corners, a broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.